Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was implanted with a competitors product in approximately (B)(6) 2019. The device was too long, buckled and caused erosion. That device was explanted and replaced with a coloplast ipp with shorter cylinders. Tissue degradation continued, and the coloplast ipp was explanted on (b)(60 2019 and replaced with a malleable.